Event description:
The connector of lma supreme (size 4) was reported snapped when the anaesthetist attempted to re-position patient's head while holding the lma device. There is no patient injury contributed by this event.

Manufacturer narrative:
The event was reported on the (B)(6) 2013 and cited that a size 4 lma supreme was used on an obese patient undergoing a limb procedure. During the anesthetic, the patient developed laryngospasm and desaturated. Anesthetic was attempting to re-position her airway to optimal by placing supports under her head and shoulders. While the anesthetic was lifting the patient's head from underneath, he found that the connector was detached from the device. The anesthetic was unsure whether there is an undue amount of stress or pressure placed on the device which may cause the connector detachment. The affected device was then removed and patient was re-intubated with lma classic. There is no patient injury contributed by this incident. Review of production records and test data have shown that there were no anomalies shown in the production and test data from when the device was manufactured in aug/nov 2012. The returned device was visually inspected and it found that sufficient glue was applied at the joint area. Retained samples from the same affected lot were also inspected and found that connector was properly attached with sufficient glue and it passed all the tests. The IFU for lma supreme states that the device is contraindicated to use on morbidly obese patient. It also states that excessive force should not be used at any time during insertion of the lma supreme and clinician is recommended to use only the maneuvers method described in the IFU. It was reported that the patient is obese but however we do not have the detailed information of the patient. From the information available it would reasonably suggest that the handling may have been leading to the connector becoming detached or dislodged. As a long term improvement as to eliminate this potential failure, this product will be replaced by a new version with improved 1 piece connector.